Manufacturer narrative:
Correction - h6 - type of investigation should have been "4114 - device not returned" rather than "4118 - type of investigation not yet determined"correction - h6 - investigation findings should have been "3221 - no findings available" rather than "3233 - results pending completion of investigation"

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. No intervention was performed. There were no patient consequences.